Event description:
The handle on the light was loose and could not be snapped into place. Biomed fixed it. Biomed checked light head and found both surgical focus handles bent and broken. They replaced the light head and verified proper operation.